Manufacturer narrative:
Additional information of fa#.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: product complaint - after insertion into the vein the insyte autoguard is not retracting, and this would require removing the needle and resticking the pt again., ref: (B)(4) lot 4290664, no injury or medical intervention. Issue was mentioned a week ago and they had to monitor the issue and discovered it was from the same lot number. Unused sample is available. Customer response on (B)(6)2025. These were given to me on friday (B)(6)2025. However, our pre-op staff started collecting them on monday (B)(6)2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4290664. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: bd has confirmed customer complaints for devices with the reported batch, that during insertion of the catheter, the needle is slow to retract or fails to retract. The slow/no retraction may require repeated attempts at retraction of the needle by pressing the button. There is also the potential for a needle to remain exposed, despite shielding attempts. Bd is continuing to investigate the root cause and will take action to prevent recurrence of this issue. Please see attached customer notification urgent: medical device recall (removal) mds-25-5274 - bd insyte¿ autoguard¿ and please take the actions as identified in the notification. Bd is committed to advancing the world of health. Our primary objectives are patient and user safety and providing you with quality products. We apologize for any inconvenience this issue may have caused you and thank you in advance for helping us to resolve this matter as quickly and effectively as possible.

Event description:
No additional information.